Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported there were two pump stalls and "at some point did recover". The patient had withdrawal symptom and under dose symptoms. A replacement was scheduled with a surgeon tomorrow. A recovery was noted to be more than two hours. The medication in the pump was unknown. It was further reported the patient cancelled their replacement surgery because they were not interested in completing the necessary steps for preop clearance. The manufacturer representative was not able to read the pump or get information about the motor stall.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the underdose symptoms included increased pain, nausea, and diaphoresis. The motor stalls recovered at unknown durations, but were noted to have occurred over a long duration. The cause for the stalls was unknown. A dye study and dose adjustments had been performed. The patient had a new pump replacement, and reportedly recovered without permanent impairment. The patient's pump was intended to infuse fentanyl, dilaudid, and bupivacaine.